Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle is confirmed; however, the exact cause is unknown. One video of a guidewire and an introducer needle was returned for evaluation. An initial visual observation of the video showed multiple attempts to insert and withdraw a guidewire through an introducer needle. However, each time it was met with resistance, resulting in the guidewire bending and stretching during the attempts. Some use residues were observed on the sample in the returned video. The stretching of the guidewire indicates that the core wire of the guidewire was broken. However, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during PICC placement, when using a sedinger's puncture needle, it was found that the blood return was slow, the guidewire could not be delivered into the needle lumen, and it felt like the needle was clogged causing the guidewire to not be delivered. Re-opening a sedinger for puncture. 6/20/2024 - during evaluation of the returned guidewire, it was determined that the core wire was broken and stretching.